Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+ on a patient with posterior mitral leaflet (pml) flail. It was noted that prior to inserting any mitraclip devices, a small pericardial effusion was observed. It was noted that the cause of the pericardial effusion was unknown. A steerable guide catheter (sgc) (51006r1052) and a mitraclip xtw (60220a2024) were prepared for use and inserted. However, after inserting the sgc, it was observed that the pericardial effusion had worsened. In the physician's opinion, the sgc did not cause or contribute to the pericardial effusion. The clip was steered down to the valve. However, after achieving straddle in the left atrium (la), while applying the m knob, the mitraclip xtw would move in an opposite direction, would not steer down to the valve, and appeared to be a mis-key of the device. It was verified that the clip was not hitting the anatomy and that the steerable guide catheter was across the valve. Another attempt to re-key was performed, but the issue continued to occur. Therefore, the clip was removed and replaced. A mitraclip xtw (B)(6) was then inserted. However, after achieving straddle in the left atrium (la), while applying the m knob, the clip would move in an opposite direction, would not steer down to the valve, and appeared to be a mis-key of the device. After verifying that the clip was free in the atrium and not hitting any anatomical area, and that the sgc was across the septum, a decision was made to replace the sgc. Therefore, the second clip and the sgc were removed and replaced. A new sgc (60204r1107) with a new clip was then inserted and successfully deployed on the mitral valve, treating the posterior mitral leaflet flail, and reducing mr to a grade of 2. However, at the end of the procedure, the pericardial effusion worsened. To treat the pericardial effusion, pericardiocentesis was performed. It was noted that the cause of the worsened effusion was not known. The patient was reported to be stable and transferred to post op. The patient was reported to be recovering. No additional information was provided.